Event description:
It was reported that the wake button on the pump was "having difficulties working". There was no reported impact to the customer¿s blood glucose level. Customer declined further inquiry or assistance, so no troubleshooting was performed.